Event description:
It was reported that the catherter was placed successfully; however, as the clinician retracted the spring wire guide (swg), resistance was noted. Upon removal of the swg,"the distal tip appeared to have fallen apart". As a result, a chest x-ray was performed. It is not clear if any piece of the wire was seen on the x-ray. The pt was transferred to another hospital for removal of the catheter and insertion of an internal catheter. No pt complications were reported.